Manufacturer narrative:
Device analysis report attached. This report is submitted on september 9, 2021.

Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to a migration of the electrode array and a cholesteatoma. The patient was reimplanted with a new device during the same surgery.